Event description:
During an in-clinic follow-up, episodes of loss of capture, oversensing, and high pacing impedance were observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended lead revision. At a later date, the rv lead was capped and replaced to resolve the event. The patient was in stable condition.